Manufacturer narrative:
Contrary to the initial report, the service technician did not visit the facility. Instead, the technician reviewed the v-pro max 2 sterilizer's cycle printout report remotely and found that the unit ran a second conditioning phase. This phase is an indicator of moisture caused by improper drying prior to placing the instruments into the unit. Through discussion with user facility personnel, the technician confirmed the unit to be operating according to specification and no repairs were required. The unit was returned to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite and found that v-pro max 2 sterilizer ran a second conditioning phase. This phase is an indicator of moisture caused by improper drying prior to placing the instruments into the unit. The technician found the unit to be operating according to specification and no repairs were required. The unit was returned to service. While onsite, the technician learned the employee subject of the event did not wear proper ppe to unload the items after the cycle was complete. The operator manual states, "personal protective equipment. Steris recommends wearing chemical resistant gloves when handling sterilant cup or unloading sterilization unit." The operator manual also states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment" additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max 2 sterilizer. The v-pro max 2 operator manual states (a-1), "a. Dry all items thoroughly. B. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. C. Only dry items are to be placed in sterilization unit.". User facility personnel were counseled on proper ppe and the use of the v-pro max 2 sterilizer specifically, properly drying items prior to placing them into the sterilizer. No additional issues noted.

Event description:
The user facility reported that an employee obtained a burn while handling items that were processed in their v-pro max 2 sterilizer. It has been reported the employee received basic first aid.